Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107320.

Event description:
Related manufacturer reference number: 3006705815-2024-00439. It was reported that the patient was experiencing discomfort at the ipg site and ineffective stimulation. The patient has not experienced any recent trauma or weight fluctuations. It was also reported the patient never felt adequate relief. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107320.